Manufacturer narrative:
(B)(4). Batch # r92a5f. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch r92a5f number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, clip very loose and cannot clip the artery. There was no delay in the surgery. Changed to a new el5ml to complete the procedure successfully. Fragments were removed without additional intervention. There were no patient consequences.